Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anaesthesia on (B)(6) 2024 in order to convert the patient to a transcutaneous osia implant system due to retention issue. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.